Event description:
In 2009, the patient reported experiencing elevated blood glucose for the past 2 days. She stated that all day in the previous day, her blood glucose measured 100-200 mg/dl and today it is 302 mg/dl. She stated that her blood glucose drops very quickly and she tries to keep it between 100-150 mg/dl. She stated that she planned on changing her accessories and bolusing. She stated that she changes her infusion site twice per week. She was advised to change the infusion site every 3 days and the infusion tubing every 6 days. Her current infusion site had been in place since three days prior, and the infusion tubing had been in use since one week. She stated that she had the stomach flu last night and a sore throat this morning. She also reported that her "period is coming soon" and this typically causes elevated blood glucose. She changed her accessories at the time of the report. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.